Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported vent inop due to a machine and proximal sensor failure reference. There was no patient harm.

Manufacturer narrative:
Patient information has been requested, none has been provided. The data acquisition pcba to motor controller pcba cable has been returned to the manufacturer for failure investigation. The data acquisition pcba to motor controller pcba cable was tested and no failures were identified.

Event description:
The customer reported vent inop due to a machine and proximal sensor failure reference. There was no patient harm.